Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this left ventricular (lv) lead was explanted in shortly after initial implant due to phrenic nerve stimulation and blood forming in the lead. The patient underwent surgical intervention to resolve the issue. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, resistance testing found the lead was electrically continuous, electrical tests passed. Blood/body fluid noted in the lumens.

Event description:
It was reported that this left ventricular (lv) lead was explanted in shortly after initial implant due to phrenic nerve stimulation and blood forming in the lead. The patient underwent surgical intervention to resolve the issue. A new lead was implanted. No additional adverse patient effects were reported.